Event description:
Optical tip from trocar bent away from shaft after insertion into patient. Tip remained attached to trocar; trocar was replaced without incident.

Manufacturer narrative:
This report initially judged to be an isolated event. While no patient was injured in this event, additional information was gathered from the field, eventually leading to a recall. Additional device evaluation showed that tip protectors applied to the device, prior to shipment were shown to be difficult to remove in the field. End users who grasped the tip protector with excess force may have compromised the adhesive bond between optical tip and the shaft of the trocar. New protocols call for a roomier tip that facilitates easy removal at the user site.